Manufacturer narrative:
Device is a combination product. Patient identifier: (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2011-04143. It was reported that during a coronary stenting treatment procedure, the patient experienced vessel occlusion. Lesion 1 was located in the mid left anterior descending (lad). The lesion was 80% stenosed, 3.0mm in diameter and 28mm long. The lesion was treated with predilation and placement of a 3.0x32mm taxus liberte stent. Post dilation was performed. Residual stenosis was 0%. Following post-dilation, there was no residual stenosis within the stented segment. A hazy appearance at the distal edge of the stent, consistent with an edge dissection was noted. Oblique images revealed significant residual stenosis in the target vessel. Lesion 2 was located in the distal lad. The lesion was 60% stenosed, 2.75mm in diameter and 5.0mm long. The lesion was treated with direct stent placement using a 2.75x12mm taxus liberte stent. Residual stenosis was 0%. There was an occlusion at the small diagonal branch following placement of a study stent. The patient developed chest pain related to the small diagonal branch. This was treated with nipride and nitroglycerin boluses. The patient was discharged 2 days later on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.75x12mm taxus liberte stent was a bailout stent.